Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl as the customer had not delivered a bolus to correct for the elevated bg. Customer's parent delivered a bolus to address bg as the customer was sleeping. Recommendation was made for the contact to discuss the event with a healthcare provider.